Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after being disconnected from the ilet system during a hospital stay and later reconnecting, the user experienced episodes of hyperglycemia with blood glucose readings over 200 mg/dl; the user also reported a prior emergency evaluation for possible neurologic symptoms that was subsequently attributed to indigestion, and noted concurrent medications associated with elevated glucose. Symptoms included elevated blood glucose. Outcomes included no reported injury. Investigation included troubleshooting and education with an offer to schedule additional training. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hyperglycemia with an unclear cause possibly influenced by recent medication use and the period of system disconnection and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.